Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated that the day following the event, there were noise, voltage, and slope abnormal alarms. The customer performed some troubleshooting actions: cleaned the inside of the ise vessels, reagent prime, checked the reagent filters, and changed the sample probe. He performed an ise check, calibration, and qc with successful results, but the noise, voltage, and slope abnormal alarms occurred again. The instrument was then masked and not in use. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 172. The repeat result was within the normal range. No exact repeat result and no unit of measurement were provided. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The handling of the customer can be seen as a basic remedy measure for issues with the ion-selective electrode (ise). The investigation did not identify a product problem. The cause of the event could not be determined.